Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experience a loss of stimulation that had occurred the weekend of (B)(6) 2016 and impedances tested greater than 20,000 ohms across all pairs of 8 through 15. The patient hasn¿t been recharging much, and it was reviewed that this was because the patient¿s implantable neurostimulator hasn¿t needed it since some of the electrodes are open circuits. The implant was on, and there was not a fall or any trauma associated with this issue. The patient had a homeopathic adjustment about a month ago, but it wasn¿t clear if this is related. The manufacturer representative was able to reprogram the patient¿s stimulation to just use the 0 through 7 side and they were able to recapture stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.